Event description:
Note the patient received two leads from the same lot number. It was reported the patient had a bump at the midline incision which the physician opened and found drainage. The patient was given oral antibiotics which seemed to resolve. However the infection recurred and cultures confirmed a (B)(6) infection. The patient was given intravenous antibiotics. The patient's system was explanted.

Event description:
The physician reported the patient's wounds are no longer draining and the incisions are healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.